Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery only lasts up to one and a half days. The customer's blood glucose level was 211 (mg/dl). Review of the customer's most recent charge via pump history during troubleshooting with tandem customer technical support was unable to confirm the reported issue.